Event description:
This event was reported to acclarent approximately two months after it occurred. The following description of event was obtained from the physician who performed the case. This was a bilateral maxillary sinusotomy case using balloon sinuplasty devices without concomitant ethmoidectomy. This was the patient's first endoscopic sinus surgery. The physician anesthetized the nose with cocaine pledges as he usually does for all endoscopic sinus surgery cases. He introduced the sinus guide behind the uncinate and then slipped in the sinus guidewire easily without any resistance. The physician used fluoroscopy intermittently to confirm placement of the guidewire. At which point, he observed the guidewire may have been in the orbital space. The physician believed that the guidewire was too soft and floppy to cause any actual damage to the globe or orbital muscles, but as a precautionary measure, to prevent the possibility of swelling and pressure around the optic nerve, he performed a "mini optic decompression" by removing a small portion of the lamina papyracea. The patient had ecchymosis of the eyelids and subconjunctiva, which both resolved post-operatively within two weeks. There were no further sequelae. There was no loss of vision and no decrement in range of motion of the orbital muscles. The physician was able to successfully complete the originally intended balloon sinusotomy surgery through the natural ostia, for both maxillary sinuses. Post-operative care was routine. When reporting the event, the physician was not certain how the wire entered the orbital space. However, he believed that there either was a pre-existing defect in the lamina papyracea or that he may have inadvertently inserted the sinus guide through an unusually thin lamina papyracea.

Manufacturer narrative:
Although requested by acclarent, the device was no return for evaluation. No lot number information was provided, therefore, acclarent was unable to conduct a device investigation. During the course of the conversation, the physician stated he believed that this particular complication could have been avoided if he had used live fluoroscopy for real-time anatomical visualization as he was inserting the sinus guidewire. He is no longer inserting the sinus guidewire without live fluoro.